Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The operating currents could not be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. No moisture damage was found inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The customer changed the battery but the insulin pump alarmed battery out limit. The customer was unable to clear the alarm. She used a backup syringe to treat her blood glucose level. Customer's blood glucose level was 84 mg/dl. It was possible that the insulin pump was exposed to sweat. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.